Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg became inoperable due to the patient not charging the device for approximately one year. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was restored to the patient post-operatively.